Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital from the outpatient department with unilateral inguinal hernia after finding tumor protruding in the left inguinal area for more than 7 months. The patient previously had a (tapp) transabdominal preperitoneal procedure in the same facility. After admission, the preoperative examinations were made, and the left inguinal hernia repair under laparoscopy was performed on (B)(6) 2019. During the operation, it was found that the adhesion between the right intestinal tube and the original surgical area on the right was serious, which affected the surgical field. Therefore, it was decided to release the intestinal adhesion and completed the tapp operation on the left inguinal area successfully. The patient suffered from lower abdominal pain on (B)(6) 2019. Abdominal CT examination was performed to consider intestinal obstruction, and symptomatic treatment was given. Postoperative found on the left side of the scrotal effusion on the third day after the surgery. 6 days postoperatively ((B)(6) 2019), the patient had abdominal pain again, and developed symptoms of fever, whose temperature was up to 39.0. The doctor considered it was a possibility of strangulated intestinal obstruction, so the doctor decided to perform secondary laparoscopic surgical exploration. The doctor noticed that the right lower quadrant had abdominal adhesion and pus tire adhesion in the ileum. It was also noted that there was a small amount of light yellow ascites in the abdominal cavity and found the ileum to have multiple extensive adhesion, small intestine high expansion, abdominal cavity with more flaxen seepage drainage. Apart from the back to about 40 cm blind department of about 20 cm long of the ileum and the original right groin hernia repair of abdominal wall adhesion was serious, local conformity, obstruction, expansion, some black bowel necrosis. As a result, the doctor performed enterolysis and partial ileum resection and symptomatic treatment with dressing change has been given since then. The gastrointestinal function was restored one week after the operation, and there was no obvious discomfort about eating, exhaust or defecate. The patient was discharged on (B)(6) 2019.